Event description:
Note: the date of event is unknown. It was reported to boston scientific that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, after cannulating the ampulla, an attempt was made to bow the device and it would not bow. While looking at it through the scope, something did not look right with the cut wire. The device was removed from the patient and it was observed that the cut wire had been assembled with one end of the wire attached to the top of the tome and the other end of the cut wire was attached to the back side of the tome not allowing it to bow. The case was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (won't bow, assembled incorrectly). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).